Event description:
Kept having headaches, throat pain and pus in throat- reported to several of my doctors. Was eventually referred to ent and had a chronic sinus infection/laryngopharyngeal reflux acting up at same time. Noticed that every morning from sleeping on bipap I was having this problem. FDA safety report ID # (B)(4).